Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The bag connector was replaced.

Event description:
The hospital reported the manual bag connector was broken. There was no report of patient involvement.